Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned with the anvil and knife slot damaged. An ecr60m cartridge reload was received loaded on the device fully fired and with cartridge deck damaged. Furthermore the knife was noted to be partially advanced into the lockout region, thus the device would not open. Additionally the manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and knife reverse button was activated to return the knife to its home position. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic nephrectomy procedure, using the device with a gray reload the stapler closed on the renal vasculature and partially fired, then stopped. The reverse button was used and the knife blade didn't fully return. The manual override was used to partially open the stapler enough to pull off of the vessel. The battery was noted as being very hot. Another device was used to complete the case without any further incident. There were no adverse consequences for the patient.